Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had originally had a ¿ten year battery,¿ but he ¿went through¿ three of them in three years. It was stated that the patient then had a rechargeable battery implanted. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the battery change was due to end of battery life. It was further reported that no preoperative antibiotics were given because of the minor procedure. The patient was put on postop an tibiotics, instead. The pulse generator was replaced with a rechargeable one. It was stated that the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)